Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead recorded multiple high out of range shock impedance measurements greater than 125 ohms. Several tests were performed but no noise or changes in shock impedance were observed. The physician elected to reprogram the upper shock impedance limit. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought in for integrity testing. A commanded shock was performed and the shock impedance values were within normal limits. The patient was added to the remote monitoring system for continued monitoring. This system remains in service. No additional adverse patient effects were reported.